Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the customer left the pump on the counter while the customer slept in a different room. Reportedly, the transmitter and pump regained connection. No additional patient or event information was available.